Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 2mm proximal of the weld site. The proximal section of j stiffener wire measures approx. 85mm and was received with approx. 35mm of the distal end protruding out of the outer polyurethane insulation approx. 4mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. X-ray of lead distally confirms j stiffener wire fracture and protrusion. Sem analysis on fractured j stiffener wire is pending.

Event description:
Device analysis is provided.